Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced stroke. Prior to the case the patient had been very sick, and the ablation procedure was meant to provide the patient with some kind of cardiac support. The physician didn't think the patient would make it through the weekend. There were no issues reported during the procedure. There were no other details about the injury or any medical intervention. The medical team used a farawave catheter for ablation in the left heart and a stsf catheter used for ablation of cti (cavotricuspid isthmus) and the right heart. The physician indicated to the staff that the stroke occurred or was discovered on sunday (B)(6) 2025, approximately 2 days post procedure. The procedural act (activated clotting time) was >300 (usually >350). One transseptal puncture site was performed during the procedure. 22 ablations were performed outside the pulmonary veins. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No other observations such as intracardiac excessive microbubbles were observed via ultrasound. There were no excessive impedance errors noted during the case. The patient rhythm during ablation was nsr (normal sinus rhythm). The type of electrophysiology procedure being performed was new. The irrigation rate used during this procedure was normal stsf 8/15ml.